Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had a black screen, with no power. A field service engineer replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a black screen and was not powered on. Customer confirmed that the malfunction occurred when user trying to issue medication to patient and there was a delay in providing medication to patient. There were no adverse events or injuries reported based on this event.